Event description:
It was reported that suture placement was attempted in a mildly calcified common femoral artery using the preclose technique prior to an aortic valve interventional procedure. A 6f sheath was used for the preclosure procedure and was upsized to 18f for the interventional procedure. Reportedly, resistance was felt when rotating the handle prior to needle deployment. The needles were not deployed. The device was removed and another prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (use of 6f sheath: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using a 8.5f to 10f sheaths.) The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of resistance felt when rotating the handle prior to needle deployment could not be confirmed. Visual inspection and performance verification of the needle strike marks on the barrel face revealed the device was manipulated after the procedure and was deployed to test its functionality. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.